Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 05-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a 42-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain in extremity ("immense pain in the arm with periods of paralysis"), monoplegia ("immense pain in the arm with periods of paralysis") and hemiplegia ("worsening throughout the body to the point of total paralysis of the limbs on the right side."). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pain in extremity, monoplegia and hemiplegia outcome was unknown. The reporter considered hemiplegia, medical device removal, monoplegia and pain in extremity to be related to essure. The reporter commented: measures taken at the healthcare facility to treat the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain in extremity ("immense pain in the arm with periods of paralysis"), monoplegia ("immense pain in the arm with periods of paralysis") and hemiplegia ("worsening throughout the body to the point of total paralysis of the limbs on the right side."). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pain in extremity, monoplegia and hemiplegia outcome was unknown. The reporter considered hemiplegia, medical device removal, monoplegia and pain in extremity to be related to essure. The reporter commented: measures taken at the healthcare facility to treat the patient. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Essure removal [medical device removal] immense pain in the arm with periods of paralysis [pain in arm] immense pain in the arm with periods of paralysis [arm paralysis] worsening throughout the body to the point of total paralysis of the limbs on the right side. [Hemiplegia (right)] chronic fatigue [chronic fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pain in extremity ("immense pain in the arm with periods of paralysis"), monoplegia ("immense pain in the arm with periods of paralysis"), hemiplegia ("worsening throughout the body to the point of total paralysis of the limbs on the right side.") And fatigue ("chronic fatigue"). On (B)(6) 2018 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, hemiplegia, medical device removal, monoplegia and pain in extremity to be related to essure administration. The reporter commented: measures taken at the healthcare facility to treat the patient. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new event chronic fatigue added. Additional reporter (lawyer) added. Cluster ID added. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.